Event description:
During peeling of the "peel-away" sheath, a piece of the sheath was left in the pt. It is anticipated that a cut-down procedure will be required to remove the piece of sheath. There were no reported pt complications.